Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with shortness of breath and not feeling well. It was found that the patient's right atrial (ra) lead had oversensing and was pacing at a lower rate than the intrinsic heart rate. The patient was admitted to the hospital. The ra lead remains in use. No patient complications have been reported as a result of this event.